Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having multiple cases of high blood glucose. Customer began having unexplained high blood glucose on (B)(6) 2015. Customer stated that he has been having high blood glucose since he began using the pump 10 years ago. Customer's blood glucose was 458 mg/dl at the time of the incident. Customer's current blood glucose was 140 mg/dl. Customer had symptoms of high blood glucose such as feeling tired and sleepy. Customer treats with a bolus unless the pump does not treat properly, then he uses a syringe. Troubleshooting was performed and the customer was advised to do a complete set change. Customer will be sent tubing clamps as a courtesy. Customer declined to troubleshoot for the low blood glucose because it was due to user error.